Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A sales representative reported that during a procedure a locking screw had fractured during a procedure. The remaining portion of the screw was left in the patient. There was no reported adverse consequences, surgical delay, or medical intervention for this event.

Manufacturer narrative:
The product was returned for investigation and the reported event of a screw breakage could be confirmed. The investigation results show that the locking screw, self-drilling, 2.0xxmm broke as a result of too high torsional forces in forced rupture mode during the insertion. The chemical composition of the screw (edx analysis) conforms to the specification - tial6v4 (ti grade 5). The fracture surface shows the typical flow structures of a ductile torsional breakage. Based on the statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
A sales representative reported that during a procedure a locking screw had fractured during a procedure. The remaining portion of the screw was left in the patient. There was no reported adverse consequences, surgical delay, or medical intervention for this event.